Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support the error was cleared and the customer was instructed to wait 20 minutes and try starting a new cgm session. Multiple contact attempts were made by tandem technical support to determine if the error recurred after starting a new cgm session; however, no additional information could be obtained.